Manufacturer narrative:
Nitric oxide (no) cell measurement drift confirmed by experimentation. New no cell installed and returned to service. The no cell was sent to the manufacturer for further evaluation, but was lost in shipment by the carrier.

Manufacturer narrative:
Testing and investigation ongoing. The reported failure has not been able to duplicated with initial testing.

Event description:
Sokinox device sn: (B)(6) device was on a patient and showing cycling of alarms, including "high no concentration," "low no concentration," and "o2 concentration low" intermittently. The decision was made to replace the device due to the history of issues this week with sokinox devices. Adverse event: the patient was transitioned to the back-up system during the device swap. Patient suffered a marked desaturation, which necessitated manual ventilation using a resuscitator bag for recovery. The patient recovered and stabilized on a new device subsequently. Adverse reaction: end date (when the oxygen desaturation end / when the interruption ends): on (B)(6), around 9:30pm.